Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced metal poisoning ("heavy metal poisoning") and pelvic pain ("nicessant and unbearable pain"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, metal poisoning and pelvic pain outcome was unknown. The reporter provided no causality assessment for medical device removal, metal poisoning and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 24-mar-2022. The most recent information was received on 12-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('nicessant and unbearable pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metal poisoning ("heavy metal poisoning"). The patient was treated with surgery (essure removal). Essure was removed on 6-nov-2018. At the time of the report, the pelvic pain and metal poisoning outcome was unknown. The reporter provided no causality assessment for metal poisoning and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.